Event description:
The customer reported the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down, depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. All ps1 connectors and fuses were reseated and the control panel processor and general interface board voltages were adjusted. The system was then found to be operating as intended.